Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient representative on behalf of patient reported soft tissue pain, headaches, migraines, vomiting, joint pain, abnormal fluid pocket with inflammation, and emotional distress associated with her increased risk of cancer and the prophylactic treatment she would have to endure. Joint pain, headache and vomiting are not device related. Record is for left side. Device has been explanted.